Event description:
The customer was hospitalized for low bgs. The cause of low bgs was unknown at the time of call. It was indicated that the customer had flu and was taking antibiotics. Troubleshooting was performed. The programming and histories on the pump were accurate. Suggested the customer call the doctor to discuss possible causes of low bgs. Pump is operating as designed and does not need to be replaced.